Event description:
It was reported that the zoll autopulse was used for a cardiac arrest. During utilizing this equipment the machine stopped chest compressions and displayed a change battery sign. This happened twice during the code with both batteries. Customer attempted to turn the unit off and pull battery out and place it back in the just in case this might fix the problem as the batteries were changed out during shift change in the morning. End result was manual chest compressions had to be utilized to complete the 911 call. Batteries: (B)(4). This report pertains to the battery identified with s/n (B)(4).

Manufacturer narrative:
Archive file revealed that the battery identified with s/n (B)(4) was not properly maintained. Daily system checks and swaps were not consistently performed; battery was left in the board for nine days, from (B)(4) 2012 (based on the archive file data, reported event occurred (B)(6) 2012). However, battery passed testing after being charged.